Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly, error alarm and frozen display. The customer¿s current blood glucose level was 186 mg/dl at the time of the incident. The customer reported the error and can¿t do anything on the insulin pump and there is nothing on the screen and none of the buttons work. The customer did troubleshoot and found the time clock does not advance and pump is not responding. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Buttons responded properly. No flattened button dome switch or unlock on j2/lcd keypad connector noted. The insulin pump passed all functional testing, including idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. No signal too high alarm noted. No frozen screen or time anomaly noted. The insulin pump was received with minor scratched display window, cracked battery tube threads and partially broken off reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.